Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient in the upper lip with 1 syringe of juvéderm volbella® xc. Seven hours later, the patient experienced ¿excessive swelling¿ in the upper lip. The injector believes the patient has a ¿severe allergic reaction.¿ no occlusion occurred. The patient was treated the next day with a steroid cream and suggested icing of the area. The patient was also given a medrol dosepak. The symptoms fully resolved swiftly within 24 hours.